Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate and replaced the string pot and cable z axis (set-up joint 1) to resolve reported problem 23072. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, user informed the technical support engineer (tse) that they encountered error 23072 on the set-up-joint (suj)1. Prior to calling, the user had restarted the system and attempted to recover the error serval times, but the issue persisted. The tse reviewed the system error logs, and confirmed the occurrence of the error 23072, pointing to an excessive error mismatch at the suj1. The tse advised the user to move the suj1 up and down and perform a system restart including pressing the epo button and resetting the circuit breaker, but the attempt was unsuccessful. The tse suggested that the user disable the usm1 to continue with the procedure as a 3-arm configuration, but the user stated that they need all 4 arms for the procedure. The user planned to convert to another dv system to continue with the procedure. No known impact or patient consequence was reported.